Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that myopotential inhibition sensing was observed. No patient consequences were reported.